Event description:
Patient presented to the physician with ongoing tongue weakness, slurred speech, pain with speaking, and headaches. Physician prescribed steroids. Patient presented back to the physician with continued symptoms. Physician prescribed another course of steroids and referred the patient to speech therapy.